Event description:
It was reported that a sponge was not present in the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection of a photograph was performed with the absence of the sponge noted. The cause of the reported problem was determined be a manufacturing issue and a CAPA was referenced for this event. Should additional relevant information become available, a follow-up report will be submitted.